Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in emergency room services due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 400 mg/dl, 450 mg/dl and 500 mg/dl. The customer did experienced the symptoms such as nausea, throwing up. The customer was treated by intravenous fluid, insulin drip and removed insulin pump. Customer stated that insulin pump had unexplained no delivery alerts. The insulin pump will not be returned for analysis.